Manufacturer narrative:
Returned samples were evaluated. One leaked at pigtail/tube junction. Further examination found the primary lumen was punctured. When tested with toomey tip syringe, tip is too large and cannot be inserted in end of salem tube. Mfg revised their procedures to assure proper set-up at the punch operation. Qa procedures were revised to include leakge testing of primary lumen at pigtail junction. This corrective action will prevent these types of reports.

Event description:
Customer reports, #14 french ng tube placed; when fluid injected, it leaked out of defect at pigtail insertion site. A second #14 placed, which leaked fluid around end of toomey syringe. Pt required insertion of tube three times.